Manufacturer narrative:
H11: corrected data: corrected h6 clinical code by replacing code-4446 with code-4580.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Updated h6 type of investigation by adding code-3331. H11: corrected data: corrected h6 investigation conclusions by replacing code-4315 with code-50, corrected h6 clinical code by replacing code-1717 and code-4450 with code-4446.

Manufacturer narrative:
Additional manufacturer narrative: stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. There were no issues identified that would have impacted this event. If action is required, appropriate investigation will be performed. Device remains implanted in the patient

Event description:
It was reported that a patient with a 29mm 2800 pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of 15 years, 10 months due to stenosis and regurgitation. The tavr was performed successfully with a 29mm 9600tfx transcatheter valve. The patient was discharged home on pod #2.